Event description:
Pt in motor vehicle rollover with prolonged extrication. F.a.s.t. Interosseous placed in at least two of four occupants. This pt experienced incomplete removal with retention of tip, requiring fluorscopic localization for retrieval. Patient has had uneventful recovery. I can not corrently comment whether correct removal technique was used; I was not present at time and I have not spoken to the resident who removed it.